Manufacturer narrative:
Device evaluation: one device was received for device analysis. Service history review identified the complaint was not related to a previous service of the device within the review period. Functional testing and visual inspection performed during analysis. The customer reported complaint was confirmed. The probable root cause is due to the downstream occlusion(dso) seal was detached. The dso seal was replaced.

Event description:
It was reported that the cassette sensor was found to be defective during testing and there was no patient involvement and harm.